Manufacturer narrative:
(B)(4). Initial reporter: this report was received from a consumer via the baxter patient support program (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was from the (B)(6) and the event occurred while the patient visited (B)(6). On the same day as onset, the patient returned to (B)(6) and was hospitalized for the peritonitis. Treatment was not reported. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and extraneal/physioneal therapies were ongoing. No additional information is available.